Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained at the hosp and continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: electrode belt sn (B)(4) - (B)(4)2009 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Multiple counting contributed to the false detection. The pt was reported to be in the hosp at the time of the event. The pt's nurse reports that the pt was awake when the lifevest started to alarm, but he did not seem alert enough to press the response buttons. The response buttons were not pressed during the entire event. The pt remains at the hosp and continues to wear the lifevest.